Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 406047. Batch no.: 0001285103. It was reported that during use of the tray epid cont we18g3.5 c20 lor5 s/l/l-e the doctor had difficulty getting the catheter through the needle. It was stated that the package says it is a 20 gauge catheter but it is actually a 19 gauge catheter and it does not fit through the 18 gauge needle. The following information was provided by the initial reporter: I now have a lot # as it has happened a couple of more times. Lot #0001285103. Three times yesterday and once this morning. I am pulling all trays of this lot # from service.

Manufacturer narrative:
Investigation: sample analysis verified the failure mode (incorrect component). Thirteen (13) of the nineteen (19) samples returned contained the incorrect 19 gauge epidural catheter (blue label). Six (6) of the nineteen samples contained the correct 20 gauge epidural catheter (white label). The investigation noted that packaging of the product is a manual process. As part of this manufacturing process, all components are to be verified with the applicable bill of material at start up and at any time during the manufacturing process when more components are delivered to the manufacturing line. Based on the DHR review results and the sample evaluation, the investigation identified the most probable root cause to be a failure in the component verification step with the applicable bill of materials during the manufacture of the affected finished good lot.

Event description:
Material no.: 406047 batch no.: 0001285103. It was reported that during use of the tray epid cont we18g3.5 c20 lor5 s/l/l-e the doctor had difficulty getting the catheter through the needle. It was stated that the package says it is a 20 gauge catheter but it is actually a 19 gauge catheter and it does not fit through the 18 gauge needle. The following information was provided by the initial reporter: I now have a lot # as it has happened a couple of more times. Lot #0001285103. Three times yesterday and once this morning. I am pulling all trays of this lot # from service.